Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise on the rate/sense and shock channels. The oversensing resulted in the delivery of an inappropriate shock, as well as pacing inhibition of up to four beats in this pacemaker dependent patient. The noise could not be recreated. The sensitivity was changed to nominal, and this resolved the issue.